Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to excessive internal corrosion. It was also noted that the programmer would not boot up. The keyboard latch was broken and the hinge plate screws were missing. The programmer was decommissioned due to the excessive corrosion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's as sessment. There was no patient involvement.